Event description:
The patient's device reportedly stopped working. The patient was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.